Manufacturer narrative:
Pump passed the displacement test but motor error alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to motor error alarm. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a multiple motor errors during set change. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated they were able to complete the rewind process. The drive support cap appears normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.